Manufacturer narrative:
Pump received with no button response and button error alarm due to corroded keypad traces. No unexpected numbers scrolling during testing. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. Customer also reported that numbers were scrolling on the display. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 115 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.